Manufacturer narrative:
(B)(4). Catalog number 062941-001 is the international list number which meets the requirements of the similar product listed which is the us list number. A batch record review was performed for the lot number provided. All parameters were within specifications including sterilization criteria. No non-conformances or deviations were identified. The batch record review did not identify any probable or root causes that would contribute to the patient's condition. The abbvie tubing is performing as expected. No confirmed trends were identified. A return sample evaluation was not performed because tubing was not available. Stomatitis is a known complication of a peg tube placement. If any further relevant information is obtained, a supplemental medwatch will be filed.

Event description:
On (B)(6) 2016 a patient in (B)(6) underwent a percutaneous endoscopic gastrostomy (peg) tube placement and on (B)(6) 2016 it was reported that stoma site showed signs of infection. On (B)(6) 2016 the patient reported that stoma site was healed with antibiotic treatment of ciprofloxacine 2 x 1/2 a day and disinfection with ciloxan 8 mg twice a day.